Event description:
It was reported that the customer received a motor error alarm on the insulin pump during priming. The customer's blood glucose was 10 mmol/l. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump passed the displacement, self test, off no power, rewind, basic occlusion and prime tests. The pump was received stuck in the motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery, unexpected restart or occlusion tests due to the motor error alarms. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube window, a cracked case at the reservoir tube window corner and a cracked reservoir tube.